Manufacturer narrative:
H3 other text : device serviced by a third-party service center.

Event description:
A dreamstation bipap pro ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at third-party service center, white substances was found within the device. In addition, #53191 error code was found and device was scrapped.  At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Upon review of this complaint, there was no alleged serious injury. In addition, the malfunction will not cause or contribute to a serious injury if the event were to reoccur. This complaint does not meet the definition of a reportable event.